Event description:
The nurse tried to access the patient's port-a-cath port with a port-a-cath needle. When the nurse tried to insert the needle into the patient's port, the needle folded over in half and was unusable. Another needle was pulled and access in patient's port was successful. Subsequent test were done to try and duplicate the event and the test needle would not bend even with significant force. Not sure why the initial needled bent in half.